Manufacturer narrative:
The reported complaint was confirmed. Per subsidiary, the notice of field correction (nfc) had not yet been completed. They will not be returning the device for evaluation but will complete the nfc to correct the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the gas flow indicated on the central control monitor (ccm) did not match the flow measured by the external flow meter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.